Event description:
Pt reported obtaining higher than normal results (200 - 300 mg/dl, normally < 150 mg/dl) while using the suspect device. Based on elevated result, pt scheduled a doctor's appointment. While at the physician's office, pt's blood glucose measured 112 mg/dl, on dr's blood glucose monitor, and 234 mg/dl, on the suspect device. No treatment was rec'd. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.